Event description:
It was reported that out of the box, the cardiosave intra-aortic balloon pump (iabp) units batteries had failed. One battery will not take a charge at all, the charge light stay yellow and no leds light up when the button is pressed. The second battery will not seat all the way onto the charger pins so it will not charge. Multiple charge stations and iabp machines were tried. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The customer requested new batteries to be sent. No further information is available. If new information is received this complaint will be reopened and updated. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) (B)(6), nj: the failure analysis and testing dept. Received the following parts associated with this complaint: (2) batteries. These parts were received with a reported failure of a battery not charging and a battery not seating properly. The fat performed a visual inspection and found the part to be in good condition. Serial number (B)(6) was able to seat and charge with no issues when installed in battery charger. Fat was not able to verify an issue with this battery. Serial number (B)(6) was faulty and would not charge. The battery leds would also not light up.. Fat was able to verify the reported issue with this battery. Retaining the parts in the failure analysis and testing department per procedure.